Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via social media of issues with their insulin pump. The customer reported being unsatisfied with the pumps performance. The customer reported having had blood glucose levels as low as 20mg/dl. It was reported that the customer had been contacted and left a voicemail. No further information provided.